Event description:
It was reported that the non- sustained lead noise episodes were observed via merlin.net. Data review showed intermittent ventricular oversensing. The device was reprogrammed and the patient is doing fine.